Event description:
Customer reportedly received results of approximately 9.0 mmol/l and 2.0 mmol/l on the mobile system, and result of approximately 2.0 mmol/l on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer self-treated with food and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.